Manufacturer narrative:
(B)(4). (Results, conclusions) - (other): lack of info (pending explant analysis).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 3 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there is an alleged device failure which lead to an open aaa repair and removal of device. The pt was alive after the explant procedure and the current status of the pt is unk. The device has been rec'd and its analysis is pending.